Event description:
The caller reported that occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed the insulin.